Manufacturer narrative:
Weight - patient weight is (B)(4) kg. The actual device has been returned to the manufacturing facility for evaluation. One used 6fr angioseal vip device was received at terumo medial corporation for product analysis. Returned with the carrier tube assembly was the hemostatic sheath, guidewire and arteriotomy locator. Visual analysis on all of the returned components found dried remnants of body fluid on the device. There was a noted sharp bend in the arteriotomy locator at the blood inlet hole, which was approximately 2.5965" away from the distal tip with a sliding gage. The carrier tube assembly was mated with the hemostatic sheath with the device cap in the rear lock position. Examining the distal tip of the hemostatic sheath, a sliver of the anchor could be seen exposed from the monofold of the hemostatic sheath. With the presence of at least part of the anchor confirmed. Functional testing was undertaken by moving the device cap into the forward lock position. When this occurred, the complete anchor was exposed from the hemostatic sheath and carrier tube assembly. The device cap was then pulled into the rear lock position where the anchor appropriately posted to the distal tip of the hemostatic sheath. At this time, the anchor and collagen were then soaked in tap water to allow the collagen to absorb water to allow the collagen to expand and be tamped. After 3 minutes, the device was removed from the water and digital force was applied to the anchor. It was noted that more resistance was needed than usual due to the presence of dried body fluids that added resistance. The anchor along with the suture, collagen, and tamper tube were released from the hemostatic sheath and carrier tube assembly. With the tamper tube released, an attempt was made to tamp the collagen plug. However, the presence of congealed body fluid did not allow the collagen to be completely tamped. Based on the allegation the complaint could not be confirmed for a missing suture since the suture was confirmed to be present in the carrier tube assembly. The complaint could be confirmed for pullout since the device was received in the rear locked position without the anchor posting to the distal tip of the hemostatic sheath. This indicates that the device did not function as intended since the IFU indicates that the anchor should post when the device is in the rear lock position. The plausible causes that the anchor did not post would be user related since the functional testing found no anomalies during the deployment stages. Likely, the device cap was not fully positioned in the forward lock position thus the anchor could not post. No anomalies were found that affected the functionality of the device. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that they noticed there was no string/suture when using the angio-seal device. The following information was reported by the user facility: (1) doctor in the catheterization lab utilized an angio-seal device and when he went to deploy the angio-seal, there was no string/suture attached to the device; and (2) the lab is not sure if the plug/foot plate was attached to the tip. Additional information received on june 1, 2017. The current condition of the patient is unknown; this was done during an emergency for stemi call. The procedure outcome went well, aside from the defective angio-seal. Hemostasis was achieved using manual compression. The tech could not confirm if he seen the anchor, suture or collagen.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.